Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the tubing between the left cylinder and the pump was identified; therefore, the pump was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp pump underwent a thorough analysis. The pump was visually and microscopically examined, no piece of tubing was returned, and no leaks were found. Under the microscope, it was confirmed that the pump was contaminated; therefore, it could not be functionally tested. Product analysis was unable to confirm the clinical observations.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the tubing between the left cylinder and the pump was identified; therefore, the pump was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.